Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to a pocket erosion. There was no break in the skin; however, the device was very noticeable. The physician placed the device in a safer position. There was no additional adverse patient effects were reported. This crt-p remains in service.